Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: drive shaft-minimum 520mm length-for use with ria was received at us cq. Upon visual inspection at cq, it is observed that the distal tip of the device was broken. The rest of the device shows minimal wear which would not contribute to the complaint condition. Thus, the reported complaint is confirmed. Dimensional inspection: dimensional inspection of the received was performed at cq. The diameter of the drive shaft was was measured and is within specification as per the relevant drawing. Document/specification review: the relevant drawings were reviewed during the investigation: no design issues or discrepancies were noted during the investigation. Review of the manufacturing record(s) evaluation showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation conclusion: a visual inspection, dimensional inspection, and document/specification review were performed as part of this investigation. The device was observed to be broken. Thus, the complaint is confirmed. While a definitive root cause for the reported problem cannot be determined, it is possible that the device might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part # 314.743. Synthes lot # 6961145. Supplier lot # 6961145. Release to warehouse date: 28 jan 2013. Supplier: criterion tool & die, inc. No ncr's were generate during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
12/18/2019: updated event description: it was reported that on (B)(6) 2019, during an orthopedic procedure, the reamer/irrigator/aspirator (ria) drive shaft broke at shaft/head engagement. Subsequently, driving cap broke during the insertion of intramedullary nail. There was an intramedullary prophylactic nailing of a femur. Another ria set was opened. While the surgeon is impacting with the mallet, the driving cap became loose from the insertion handle, thus it broke. There were fragments generated and removed easily without additional intervention. Radiographic intra-op and post-op imaging showed no remaining metal fragments. Ria was being used to create a nail path and obtain a biopsy for analysis. There were a 5 minutes surgical delay. The procedure was successfully completed. There were no patient consequences. Concomitant devices reported: unknown nail (part#unknown, lot#unknown, quantity 1), unk - nail insertion handles (part#unknown, lot#unknown, quantity 1), unk - reamers: reamer head: trauma (part#unknown, lot#unknown, quantity 1), unk- ria tube (part#unknown, lot#unknown, quantity 1), unk - impaction inst: hammer/mallet (part#unknown, lot#unknown, quantity 1). This complaint involves two (2) devices. This report is for one (1) drive shaft-minimum 520mm length-for use with ria.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part # 314.743, synthes lot # 6961145, supplier lot # 6961145, release to warehouse date: 28 jan 2013, supplier: (B)(4). No ncr's were generated during production. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: investigation summary background: it was reported that on (B)(6) 2019, during an orthopedic procedure, the reamer/irrigator/aspirator (ria) drive shaft broke at shaft/head engagement. Subsequently, driving cap broke during the insertion of intramedullary nail. There was an intramedullary prophylactic nailing of a femur. Another ria set was opened. There were fragments generated and removed easily without additional intervention. Radiographic intra-op and post-op imaging showed no remaining metal fragments. Ria was being used to create a nail path and obtain a biopsy for analysis. There were a 5 minutes surgical delay. The procedure was successfully completed. There were no patient consequences. Concomitant devices reported: unknown nail (part#unknown, lot#unknown, quantity 1), unk - nail insertion handles (part#unknown, lot#unknown, quantity 1), unk - reamers: reamer head: trauma (part#unknown, lot#unknown, quantity 1), unk- ria tube (part#unknown, lot#unknown, quantity 1). This complaint involves two (2) devices. Investigation flow: damage visual inspection: drive shaft-minimum 520mm length-for use with ria was received at us cq. Upon visual inspection at cq, it is observed that the distal tip of the device was broken. The rest of the device shows minimal wear which would not contribute to the complaint condition. Thus, the reported complaint is confirmed. Document/specification review: no design issues or discrepancies were noted during the investigation. Review of the manufacturing record(s) evaluation showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Complaint was confirmed investigation conclusion: a visual inspection, dimensional inspection, and document/specification review were performed as part of this investigation. The device was observed to be broken. Thus, the complaint is confirmed. While a definitive root cause for the reported problem cannot be determined, it is possible that the device might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Additional pro-code: hrx. Device returned. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an orthopedic procedure, the reamer/irrigator/aspirator (ria) drive shaft broke at shaft/head engagement. Subsequently, driving cap broke during the insertion of intramedullary nail. There was an intramedullary prophylactic nailing of a femur. Another ria set was opened. There were fragments generated and removed easily without additional intervention. Radiographic intra-op and post-op imaging showed no remaining metal fragments. Ria was being used to create a nail path and obtain a biopsy for analysis. There were a 5 minutes surgical delay. The procedure was successfully completed. There were no patient consequences. Concomitant devices reported: unknown nail (part#unknown, lot#unknown, quantity 1); unk - nail insertion handles (part#unknown, lot#unknown, quantity 1); unk - reamers: reamer head: trauma (part#unknown, lot#unknown, quantity 1); unk- ria tube (part#unknown, lot#unknown, quantity 1). This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).